Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a blackout due to low blood sugar. At the time of the event, the patient was unaware of the egv readings because the receiver was left in the kitchen. Prior to losing consciousness, the patient contacted his wife and daughter to report feeling unwell. Upon arrival at the hospital, a nurse performed a fingerstick test, which showed a glucose level of 215 mg/dl, while the egv reading was 300 mg/dl. No additional information was provided, as the patient declined to discuss device performance or any treatment received. No further details were documented. At the time of this report, the patient is stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction was updated on 12/11/2025.

Manufacturer narrative:
(B)(4).